Event description:
It was reported that the patient had yeast infection with a symptom of irregular vaginal discharge noted. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with diflucan (150 mg, 1 po, q.i.d.). The outcome of the event was reported, as of (B)(6) 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v514033, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).